Manufacturer narrative:
Citation: kuo ja et al. Midterm outcomes of right ventricular outflow tract reconstruction using the freestyle xenograft. Congenit heart dis. 2019 mar 12. Doi: 10.1111/chd.12765. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the durability of the freestyle valve in the pulmonary position in patients who underwent non-ross right ventricular outflow tract (rvot) reconstruction. All data were retrospectively collected from a single center between january 2002 and december 2015. The study population included 163 patients (predominantly male; median age 12 years; median weight 39 kg), all were implanted with medtronic freestyle bioprosthetic valves (no serial numbers provided). Among all patients, 3 deaths occurred due to: ruptured cerebral giant aneurysm at 45 months post implant (1 case), respiratory arrest at 13 months post implant (1 case), and septic shock at 5 months post implant (1 case). It was reported that all 3 deaths were unrelated to cardiac surgery. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reintervention (surgical rvot repair, transcatheter pulmonary valve implantation, transcatheter balloon valvuloplasty, or transcatheter bare metal stent placement) due to conduit stenosis, insufficiency, or a combination of stenosis and insufficiency. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.